Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, after lens implanted into patient¿s eye, doctor observed under microscope that there¿s an approximately 2mm crack at the centre of the optic. Subsequently the lens was removed during initial procedure and completed with the same model back up lens. Customer has disposed the defected lens due to biohazard. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned in two segments in iol case. Solution is dried on the iol. Both haptics are scratched/marked-rejectable. The optic is torn/split-cut dividing the iol in two and is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "2mm crack at the centre of the optic". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all intraocular lenses (iols) are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. The manufacturer internal reference number is: 2024-75632

Manufacturer narrative:
Correction information was added in h.6. And h.11. Correction: on initial MDR the product code should have been b18 instead of b17. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Returned photo shows an intraocular lens (iol) on a white background. The iol is torn/split/cut in two. The reported crack is not visible in the photo. We cannot confirm the reported event based on the returned photo and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).